Manufacturer narrative:
(B)(4).

Event description:
This rv lead had pulled back and was repositioned and given more slack. The ra lead had also pulled back but when trying to reposition, the screw would not fully retract or extend so it was replaced. This rv lead remains actively implanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.